Event description:
It was reported that the valve was not draining properly.

Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation tests. Prior to testing, debris was found caught under the valve membrane. During testing, the debris was washed away. Debris within the valve may interfere with the membrane resulting in low pressure-flow results. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.